Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Elective replacement indicator (eri) was yes, indicating that the generator had reached end of service. The patient is scheduled for consult with surgeon regarding generator replacement surgery.